Event description:
Facility was lifting a resident from a wheelchair to a bed using a full body sling when the lift allegedly tipped sideways with one leg coming off the ground. Casters were allegedly unlocked as instructed in owners manual. Minor injury alleged.

Manufacturer narrative:
RMA 859823978-l has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1078987 rev I (jun-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient's medical condition, stability and medication regimen are unknown. The patients weight has been reported as (B)(6), their age and height are unknown. The facility did report that the casters were not locked during the lifting process, as instructed on page 9 of the owners manual. The maintenance history of the device indicates that the lift was not repaired or worked on prior to the incident. The director of nursing did confirm that they were having issues with the lift prior to the incident. The arm would be pumped up to lift the patient and it would gradually release without instruction. This did happen a couple of times with patients in the lift and the lift was pumped further to keep the patient elevated. The facility has received a replacement lift.

Event description:
Facility was lifting a resident from a wheelchair to a bed using a full body sling when the lift allegedly tipped sideways with one leg coming off the ground. Casters were allegedly unlocked as instructed in owners manual. Minor injury alleged.

Manufacturer narrative:
(B)(4) - lift was received and tested (B)(4) times after assembled/engaged . No functional discrepancies were observed when the following parts were tested: lift was engaged and the boom was raised and lowered; the adjustable legs were operated; and the lift's rear caster brakes were operated. During the visual inspection it was observed that the lift pumps piston rod had evidence of hydraulic fluid leakage. The lift boom protective end cap foam was torn. Lift's parts had evidence of scratches on the following: left leg, base shroud, and mast push handle tubing. Complaint could not be duplicated. (B)(4) has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 7 months old. The user manual part number 1078987 rev I (jun-06) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient's medical condition, stability and medication regimen are unknown. The patients weight has been reported as (B)(6), their age and height are unknown. The facility did report that the casters were not locked during the lifting process, as instructed on page 9 of the owners manual. The maintenance history of the device indicates that the lift was not repaired or worked on prior to the incident. The director of nursing did confirm that they were having issues with the lift prior to the incident. The arm would be pumped up to lift the patient and it would gradually release without instruction. This did happen a couple of times with patients in the lift and the lift was pumped further to keep the patient elevated. The facility has received a replacement lift.